Manufacturer narrative:
Approximate age of device ¿ 18 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had gastrointestinal (gi) bleed that began on (B)(6) 2016. At the time of the event, the patient was taking the anticoagulants of aspirin and warfarin. The patient had decrease in hemoglobin and melena; reportedly dependent on packed red blood (prbc) transfusions. The patient was transfused a total of 11 units prbcs. An esophagogastroduodenoscopy (egd) performed on (B)(6) 2016 revealed grossly normal duodenum; mild patchy gastritis consistent with og t. The patient had prolonged hospitalization and unspecified changes to medication. The gi bleed resolved on an unspecified date.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.